Event description:
Pt c/o chest pain one day post implant. Tamponade and atrial perforation confirmed. Lead removed. Pt c/o chest pain one day post implant. Tamponade and atrial perforation confirmed. Lead removed.